Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The hcp reported that he had ¿multiple issues with the eyelets on the anchors¿. Follow-up was conducted to obtain additional information and per the reporter, the issues had occurred over the past several months; the events were previously documented and products were returned for analysis. The reporter no longer had the specific information regarding each case.